Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2014 with the following results:a review of the black box showed multiple low battery warnings and evidence of partially discharged batteries being installed. The battery compartment threads were found to be damaged and the returned battery cap was unable to fully tighten on to the pump. The pump was able to power on and the pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defects were found. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.